Event description:
It was reported that a peritoneal dialysis (pd) transfer set and minicap had a connection issue; further described as "set did not fit into the minicap". This issue was observed during use of the devices for continuous ambulatory peritoneal dialysis (capd). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.